Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer¿s low blood glucose value was 39 mg/dl at the time of incident and the current blood glucose of the patient was 246 mg/dl. Customer also stated that they experienced a high blood glucose and the value was 376 mg/dl at the time of incident. Customer treated with food for low blood glucose and manual injection for high blood glucose. Customer was not using auto mode. Customer declined troubleshooting. The insulin pump will not be returned for analysis.